Event description:
A customer reported the following erratic reading from their adc meter: 52 mg/dl and 134mg/dl, taken 2 minutes apart. On (B)(6) 2019, the customer reported symptoms of malaise, trembling of the body, and confusion. The customer was taken to their hcp because they were unsure if the symptoms were due to high or low blood sugar. The customer was treated with an unspecified oral medication and had their blood sugar monitored until stabilized. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the freedom lite meter was reviewed. The dhrs showed the freedom lite meter passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips, no trends were identified that would indicate any product related issues.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the following erratic reading from their adc meter: 52 mg/dl and 134mg/dl, taken 2 minutes apart. On (B)(6) 2019, the customer reported symptoms of malaise, trembling of the body, and confusion. The customer was taken to their hcp because they were unsure if the symptoms were due to high or low blood sugar. The customer was treated with an unspecified oral medication and had their blood sugar monitored until stabilized. There was no report of death or permanent injury associated with this event.